Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they were having surgery on(B)(6) related to the pain reported.

Event description:
Information was received, from a patient who was implanted with an implantable neurostimulator (ins). For urinary/bowel disfunction. It was reported, that they had to go to the hospital yesterday, because they were throwing up so bad. And they couldn't stop. Patient stated, they were dehydrated and needed to be given antibiotics. Patient mentioned, they were hungry, but couldn't eat anything. And when they tried to eat something, it triggered them. And they've been in the bathroom ever since. Patient also mentioned, they had pain since yesterday morning in the implant zone. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.